Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The fortify expandable corpectomy spacer was implanted on (B)(6) 2023. Following surgery, the patient stayed in the hospital waiting for additional posterior surgery on (B)(6) 2023. Height loss of the spacer was noticed in preoperative imaging for the posterior surgery, and the surgeon decided to explant the device and replace it with an identical fortify implant. The implant reportedly did not need to be collapsed in order to be removed from the vertebral body, further supporting the evidence of implant height loss. From this point, the explant was taken and processed by the hospital before being returned. It is unknown what the hospital did with the implant during this time. Specifically it is unknown if the implant was cleaned in any way before being returned, and it is therefore unknown if biological material that could have contributed to the collapse of the implant was removed before the failure mode was evaluated. Upon internal inspection of the implant, there were no definitive findings to conclusively determine the cause of the implant height loss. The expansion gear would not turn when manually twisted, indicating that the internal lock was engaged. Micro-CT imaging of the implant confirmed that the lock was engaged in the expansion gear teeth. However, the amount of radial engagement was rather small, measured at 0.16 mm using the micro-CT software. Micro-CT imaging did not show any noticeable deformation of the titanium leaf spring, nor did it suggest that biological material had gotten into the leaf spring pocket, or that it had prevented the leaf spring from engaging with the expansion gear. Again, it is unknown if biological material was cleaned or removed from the implant after removing it from the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a fortify corpectomy spacer that lost height post operatively.